Manufacturer narrative:
The device was returned for analysis. Several kinks were observed in the sheath assembly from the femoral marker to the proximal end and in the sheath assembly from the femoral marker to the distal end. The imaging window was detached from the lapjoint and was not returned with the device. It was observed that the catheter was not able to flush due to the detachment. Impedance testing returned a good unit wave form. The image characterization was not able to be performed due to the condition of the device.

Event description:
Reportable based on device analysis completed on 31-oct-2019. It was reported that lost image occurred. During a procedure involving an opticross imaging catheter, the image disappeared. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed the imaging window was detached from the sheath assembly.